Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a breast procedure, the blade broke in breast tissue and was retrieved. Case completed with another device of the same product code. There were no patient consequences reported.